Event description:
Complainant alleged that clinicians were attempting to obtain the patient's heart-rhythm but after powering the device on, the display would not illuminate. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.